Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluating the instrument and instrument data, the fse could not find anything that would cause discordant ferritin results. The fse proactively replaced a probe, and then ran precision. The cause of the discordant ferritin results is unknown. The instrument is performing within specifications. No further evaluation of this device is required.

Event description:
A discordant ferritin result was obtained on a patient sample on an immulite 2000 instrument. The result was reported to the physician(s), who questioned the result. The patient was redrawn three times, and the results were reported to the physician(s), who also questioned these results. There are no reports of adverse health consequences or unnecessary treatment due to the discordant ferritin results.